Manufacturer narrative:
Initial and final MDR 1915056 - MDR 3003442380- 2024 - 14983 - device 1 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2024 the patient experienced an issue that four-infusion set tubing was leaked at site. The infusion set is long for less than 2 hours. And blood glucose level is 282 mg/dl. No further information available.